Manufacturer narrative:
The device history record of the complaint lot was reviewed. The lot was inspected and released in compliance with all requirements. Historical trending was done. At this time, the samples appear to be in transit and have not been received by the manufacturing facility. If samples are received by the manufacturing site, a follow up report will be filed. The protexis neoprene gloves passed the requirements of the primary skin irritation test per the technical service report. There have been no changes to the glove formulation or production process. The actual root cause could not be determined. The protexis neoprene gloves have passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of some individuals experiencing reactions to certain chemicals that are used during the manufacturing process cannot be ruled out. There is no action plan at this time, however we will continue to monitor complaints for any unfavorable trends, which might require further investigation.

Event description:
Rn developed burning sensation in both hands, redness, itching, and raised rash on first day of wearing the gloves. She saw a dermatologist and was prescribed fluocinonide 0.5% cream.

Manufacturer narrative:
The returned samples were evaluated by the primary skin irritation test, and the test result was a ¿pass¿. Therefore the actual root cause of the reported issue could not be determined. The protexis neoprene glove has had no change to the glove formulation or production process. Also, the protexis neoprene glove has passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of some individuals experiencing reactions to certain chemicals used during the manufacturing process cannot be ruled out. We will continue to monitor complaints for any trends.

Manufacturer narrative:
Cardinal health has received the glove samples and they have been forwarded to an outside lab for further testing. Once the results have been received a follow up report will be submitted.